Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an incisional hernia repair. He had revision surgery 1 year and 1 month post surgery. The patient experienced surgical revision, pain, adhesions, bleeding, bowel obstruction, erosion, fistula, infections, and recurrence.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an incisional hernia repair. He had revision surgery 1 year and 1 month post surgery. The patient experienced surgical revision, pain, adhesions, bleeding, bowel obstruction, erosion, fistula, infections, and recurrence. Medical history: diabetes, chronic kidney disease. Left nephrectomy for renal cell carcinoma.